Event description:
Event description guidant received information that, 32.3 months post-implant, this implantable cardioverter defibrillator (ICD) was explanted and replaced with a new guidant ICD of a different model. There were no allegations made against this device's function or operation while implanted. Upon receipt at guidant's reliability assurance laboratory, engineering calculations confirmed that the device does not meet longevity expectations per programmed parameters and therapy history. The device has been dispositioned for detailed laboratory analysis to determine root cause for this premature battery depletion.